Event description:
It was reported that pump experienced malfunction after being worn in a pool, with malfunction code 3 displayed and not resettable. There was no reported impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery.